Event description:
Voluntary medwatch report received stated that the right ventricular lead was explanted due to infection.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119524.